Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardiac monitor presented with a real time freeze capture missing on a remote transmission. Intervention discussed but no changes were reported. The patient was stable.